Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. H3: one device was received for evaluation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period. The review of the event history log found no errors in the settings and no record of any alarms related to the flow rate accuracy. Functional tests were performed, and the customer's reported problem was not confirmed as the accuracy was within specification. However, it was close to the upper limit. The cause of the reported problem could not be determined therefore the device was returned to the customer at their request.

Event description:
It was reported that there was an error in flow rate accuracy. The event occurred while checking before patient use. There was no patient involvement.